Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 and 3.2 had failed. The field service engineer (fse) confirmed all light emitting diodes were functioning. Tape was applied to worn areas on the retractor bands and sharp metal edges. The row board cable on the drawer controllers was reseated. After rebooting, all leds indicated normal operation. Acceptance tests were passed, and the failures self-resolved after a reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.